Event description:
Account reports, post-op hysterectomy pt died after receiving infusion of dilaudid via pca pump. Per reporter, pt was administered a bolus dose of 0.3mg of dilaudid at 2016 in the recovery room and then pca therapy was initiated. The pump was programmed to deliver a pca dose of 0.4mg with a delay time of 8minutes and a concentration of 0.1 mg/ml. At 0150 the pt was found in respiratory and cardiac arrest. The reporter states the pt was administered epinephrine, but no narcan was administered. Per reporter, concentration of drug was programmed into pump incorrectly; should have been 1.0 mg/ml not 0.1 mg/ml.